Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor re-cemented the crown for the patient without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor's office alleged that a patient had experienced the debonding of restoration after placement with the maxcem elite product.